Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a sepsis infection and required the implantable pulse generator (ipg) system removed six days post implant. The source of the infection could not be confirmed. No further patient complications have been reported as a result of this event.